Manufacturer narrative:
The device was later explanted for normal battery depletion.

Manufacturer narrative:
Information suggests this device remains in-service. Investigation is complete to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator. This device had a reported battery voltage of 2.58 and charges times of 21 seconds. No adverse patient effects were reported. Explant timeframe was discussed.